Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Mother reported that her daughter had six tampons unravel and fall apart upon removal leaving pieces inside. Her daughter allegedly had tampon pieces still inside her since her period ended five days prior. Mother reported she was taking her daughter to the ER. Multiple attempts have been made to obtain further information. No further information has been received.